Event description:
A triple lumen catheter was inserted, and in the process of removing the drapes, the physician pulled on the catheter and it dislodged. He then inserted a second catheter, using the straight end of the spring wire guide. The pt's condition deteriorated, and tamponade was suspected. The physician performed narcotic induction, and drained 300cc of fluid. The pt recovered without any further complications. The physician admitted that user error caused this incident, and the product was not at fault.